Event description:
It was reported to boston scientific corporation in 2006, that a trupath biopsy device was used during a prostate biopsy procedure (event date, patient age, gender and weight are unknown). The device is not locking at times and deploying by itself when it does lock. No patient complications were reported as a result of this event.

Manufacturer narrative:
A failure analysis of the complaint device could not be completed as the device was not returned. Product unavailable for analysis.